Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) found a hole in tubing through pinch valve pv37 that caused the leak. The fse replaced the tubing and the instrument ran without leaks. All levels of quality control passed after the tubing was replaced. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained cleaner leak of about 40 ml from the lh500. The customer was priming the cleaner when the leak was observed. The three levels of quality control were failing when the leak was observed. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.